Event description:
It was reported that shortly after the patient was extubated, the patient coughed out an unidentified plastic tube that is believed to be a connector from the banding kit. It was not possible to identify if this came from a kit used three days prior or from a previous banding procedure. There was no information provided regarding the patient's condition.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. These codes were selected by the manufacturer based on information obtained from the user facility.